Manufacturer narrative:
The pump was received with blank display. Unable to verify frozen screen due to blank display. Unable to verify audio/vibrate anomaly/absence of alarm due to blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test due to blank display. Unable to download trace/history files using thump and carelink software due to blank display. Unable to generate the power management graph and perform the history review 1 week from the event date 17-feb-2026, due to blank display. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, cracked select and left button keypad overlay, stained keypad overlay, cracked case battery tube side, cracked case corner of bely clip rails, cracked battery tube threads, and peeling/stained serial number label. Pump was cut open to perform visual inspection and found moisture damage on the pcba1 and pcba2. No damage noted on the force sensor and motor. Force sensor zero offset within specification (23.0mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. Display anomaly-frozen screen unknown due to blank display. Display anomaly-blank display confirmed due to moisture damage on the pcba1 and pcba2. Alarm-audio/vibrate anomaly/absence of alarm unknown due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged the pump was vibrating, showing a blank screen, and also displaying a frozen screen. The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was performed and indicated that the frozen display continued after resting pump for 2 hours and replacing battery. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to a backup plan per healthcare professional instructions. The product mmt-1884l will be returned for analysis.